Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug-eluting stent to treat a lesion in the right coronary artery (rca) which was moderately tortuous and severely calcified, exhibiting 85% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. There was resistance encountered when advancing the device. It was reported that the stent could not pass through the lesion and stent deformation was seen. The procedure was completed. The event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: deformation was evident to the 5th, 6th, 7th, 14th, 15th and 16th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. A kink was evident on the distal shaft 19.7cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The device returned with a detachment on the hypotube 95.7cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube 1.6cm and 4.4cm proximal and 1cm distal to the detachment site. Additional information: the device returned with a detachment on the hypotube. It did not occur during the procedure. It occurred during packaging of the device for return. If information is provided in the future, a supplemental report will be issued.